Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to clinic after receiving vibratory patient notification alert for non-sustained rv oversensing episodes. Review of session records noted pseudo-pseudofusion causing undersensing of ventricular paced event. Recommended programming changes will be discussed with the physician. The patient is fairly active and has not felt any symptoms.